Event description:
Customer alleged that the right intermediate siderail will not latch.

Manufacturer narrative:
The customer stated that the siderail appeared to have a bent part. Technical support followed up with the customer but got no response.